Manufacturer narrative:
The field service engineer replaced the mixer. A mixer check was performed. Operational and mechanical checks passed. The last calibration performed on 04-oct-2022 was ok. Upon review of quality control data, some results were outside of the 2 standard deviations range. Upon review of the alarm trace, no relevant alarms were observed. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the elecsys estradiol iii assay on a cobas e 411 immunoassay analyzer. The sample initially resulted in an estradiol value of < 5 pg/ml with a data flag. The initial value was reported to the doctor, who questioned the value and requested a repeat. The sample was repeated, resulting in a value of 555.9 pg/ml. The repeat value was deemed correct. The estradiol reagent lot number was 63006901, with an expiration date of 31-may-2023.